Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The evaluation found that the reservoir does not drain. It was observed that the latex valve slit is closed, its material hard and deteriorated.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was connected to a drain. The device presented with a malfunction in the valve. There were no adverse patient consequences. Additional information has been requested.